Event description:
It was reported that during a generator replacement for end of battery life, the right ventricular (rv) lead could not be removed from the device header. The rv lead was visually damaged from pulling too much during the generator change. The rv lead was capped, and a new rv lead was implanted on (B)(6) 2025. The device header was also crushed in an attempt to free the stuck rv lead. The patient was in stable condition with no adverse health consequences.